Manufacturer narrative:
Patient weight not available from the site. While investigating the reported issue, a medtronic representative confirmed that the wireless controller did not illuminate lights and the 24v input power was present. A replacement tracker power box was shipped to the site. The medtronic representative replaced the wireless controller and performed a mechanical and functional test of the imaging system. The test revealed that replacing the wireless controller resolved the issue. After part replacement a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The wireless controller was returned to medtronic for analysis. On-site investigation was completed on the returned wireless controller. A simulated use test was performed. The medtronic investigation revealed the controller did not have power input. The medtronic investigation, found that the cable had open fuse. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was notified by, a site representative, that while in a spine procedure; the imaging trackers could not be seen by the navigation system position sensor unit. The navigation system showed a green connection to the imaging system. In trouble-shooting, the imaging system the image acquisition system, mobile view station and navigation systems were re-booted and the umbilical cable was re-plugged without resolution. The position sensor unit was moved to near and far positions from the tracker, as well as both sides of the imaging system without resolution. The imaging system set-up was confirmed to have proper set-up and distance. The surgeon discontinued use of the imaging and navigation systems and chose to proceed with a c-arm, an alternate system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome.